Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery and would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the device would power on but the internal battery would not charge. The device's internal battery was replaced to address the issue.